Event description:
It was reported that the patient's blood glucose (bg) levels reached 303 mg/dl while wearing the pod between 4 and 24 hours. Due to elevated bg levels, patient was unsure if cannula had properly inserted in the infusion site (arm). Bruising at the site was also reported. As treatment, a new pod was applied and corrections were delivered.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Omnipod dash insulin management system , user guide: model: 18320, 18296-eng-aw rev b 06/18, introduction/page xii. Warning: rapid-acting u-100 insulin: the omnipod dash¿ system is designed to use rapid-acting u-100 insulin. The following u-100 rapid-acting insulin analogs have been tested and found to be safe for use in the pod: novolog®, humalog®, or apidra®. Novolog and humalog are compatible with the omnipod dash¿ system for use up to 72 hours (3 days). Apidra is compatible with the omnipod dash¿ system for use up to 48 hours (2 days). Before using a different insulin with the omnipod dash¿ system, check the insulin drug label and consult your healthcare provider. Refer to the insulin labeling and follow your healthcare provider¿s directions for how often to replace the pod.

Manufacturer narrative:
The received device had the cannula assembly fully deployed. Blood was observed in the distal tip of the soft cannula of the returned device. Investigation found no defects or manufacturing deficiencies that would contribute to improper insertion of the cannula or cause bleeding or bruising at the infusion site. The exact cause of the reported improper insertion and bleeding or bruising could not be determined.